Manufacturer narrative:
The reported bone tunnel plug large 10-11mm used in treatment, has not been returned for evaluation, however a photograph was supplied. Examination of the [photograph confirmed the reported breakage. The distal end of the plug has broken off. The bone tunnel plug is over five years old and looks worn. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: excessive force place on the device during use. The instruction for use outlines precautionary statements and instructions in during deployment. The instruction for use outlines precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. A review of the manufacturing and complaint records was performed for the reported lot, there were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during arthroscopy surgery, the bone tunnel plug was placed in order to not make serum from the tunnel, following the patient's knee was bent, the plug broke. A piece of the plug was inside the tunnel, but it was removed successfully and there was no need to use a backup. There was a delay of under 30 min, the procedure was completed without further complications.